Event description:
Boston scientific (bsc) crm received info that this dextrus lead had dislodged due to possible twiddler's syndrome. Therefore, a revision procedure was performed. However, the lead could not be repositioned successfully and was subsequently explanted. A competitive lead was implanted without further incident. Dates were provided to us by boston scientific.